Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported hearing tones consistently and felt disturbed. Patient was scheduled for a follow up to check the device and stated that he might have tinnitus, a possible cause of why he is hearing noises. This device remains in service. No adverse patient effects were reported. Additional information by sales representative suggest the cause of the beeping is out of range impedance measurements.